Manufacturer narrative:
Report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 207, 179, 199 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is over one month ago. The meter memory was reviewed for previous test result history (date / time not set): the 207mg/dl (B)(6) 2017 01:00 am fasting: yes, the 179mg/dl (B)(6) 2017 02:00 am fasting: yes, the 199mg/dl (B)(6) 2017 02:00 am fasting: yes, the 164mg/dl (B)(6) 2017 01:00 am fasting: yes, the 107mg/dl (B)(6) 2017 09:00 am fasting: yes.